Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient was experiencing pain where lead extensions were attached. The patient underwent a procedure where the physician repositioned and re-anchored the existing leads.